Event description:
It was reported that during implant, the lead perforated the right ventricular apex resulting in subsequent pericardial effusion and tamponade. The lead was retracted and repositioned. The perforation self resolved and the patient made a quick recovery on the implant table. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.